Manufacturer narrative:
Following information reported by the prince of wales hospital located in (B)(6), the enterprise 5000x bed platform was shaking during changing height of the bed platform. This happened when no patient was on the bed. No injury was reported to arjo. The evaluation of the device performed by arjo representative revealed that the radius arm dislodged from the bed's subframe. The simulations carried out by the manufacturer showed that two potential situations may lead to the reported radius arm detachment. The first one when the backrest is blocked with an obstacle in the position of 45 degrees. And the second one when an obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 5000x bed (IFU 746-577-UK-14). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, the enterprise 5000x bed did not meet the manufacturer¿s specifications. There was no patient on the bed when the reported problem was observed. The complaint decided to be reportable in abundance of caution due to the malfunction of enterprise 5000x (radius arm detachment).

Event description:
Following information reported by the prince of wales hospital located in (B)(6), the enterprise 5000x bed platform was shaking during changing height of the bed platform. This happened when no patient was on the bed. No injury was reported to arjo. The evaluation of the device performed by arjo representative revealed that the radius arm dislodged from the bed's subframe.